Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure, after repositioning and implanting the va lcp plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He slowly inserted and locked the va locking screw though the guiding block in a positioning hole. Reportedly the length of the screw l16 was long in the proximal row, most styloid hole and this was able to be locked. The surgeon changed from l16 to l14 screw and reinserted and locked screws. However, the surgeon could not lock the screw. He confirmed this hole and found the screw went through the hole. He was able to remove the penetrated screw. The surgeon did not remove the plate. The procedure was completed. The surgeon chose fixed mode and used the torque limiter 0.8nm in lock. He did not use power tool. The toque value was checked before shipping and cleared testing. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The complained va locking screw was forwarded to the responsible product development manager. The result: the screw shows a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact with the plate thread. We assume that the damage on the drive resulted due the contact with the screwdriver. Further investigation regarding the manufacturing documents show conformity to the specifications. No product fault could be detected.